Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. However, the motor home switch was found corroded per visual inspection. Unable to test motor due to corroded motor home switch. Device was received with cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump unit received with scratched display window. Device was received with missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.